Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a venaseal procedure on the left leg, the patient developed phlebitis in the treated leg. Phlebitis was noted at 2 week check up. Subsequently, a red bump appeared on the calf of the treated leg, which opened and started draining. Another red bump formed on the thigh of the treated leg. Clindamycin was prescribed, but it did not resolve the infection, prompting consultation with a vascular surgeon. The infection in the calf was removed in the office. However patient has to be scheduled to remove the infection in the thigh at the hospital because it requires more sedation. The patient previously had ablation on her right leg with no issues. The patient expressed frustration due to these complications and concern about the infection affecting the leg with a previous knee replacement. No further patient information reported

Manufacturer narrative:
Additional information: there were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. Compression of gsv was utilized. Sterile techniques were followed. The patient has been scheduled for 2 separate encounters at 2 separate sites to remove the infection in the thigh. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.